Event description:
Event description cpi received information that this selute picotip lead exhibited less than 100 ohms of impedance and would not pace during evaluation. Upon revision, the suture was found to be tied directly over the lead body and had cut through the outer insulation.